Event description:
It was reported that the physician intended to treat a patient at the left proximal subclavian using a visi-pro stent. Lesion type was described as "plaque" with moderate tortuosity, moderate calcification and 60% stenosis. Artery diameter was 7 mm and lesion length was 20 mm. A 6f, 11 cm sheath was used. Vessel was pre-dilated using a 3 x 40 mm rapidcross balloon. It is reported that physician was unable to position the visi-pro stent at the lesion. During withdrawal, it was reported that the stent dislodged from the delivery system. It is unknown if the IFU steps for device removal were followed. Vessel was opened to remove stent. Lesion was treated using a second stent.

Manufacturer narrative:
Evaluation summary: the visi-pro was returned for evaluation. The visi-pro was inspected and noted the stent was not present. The balloon was not inflated and gave no indication the stent was deployed by inflating the balloon. The balloon segment was narrowed between the distal and the proximal ends of the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.